Event description:
Philips received a complaint from customer biomed reporting during testing the device was identified to have a display that was dim. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.